Event description:
A us distributor reported that a patient was receiving can connection, adjust belt messages, and reported electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status, adjust belt messages, damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to broken wires on the ECG c and d cable. The root cause for the broken wires could not be positively identified. There were no adverse events associated with the damaged electrode belt.